Manufacturer narrative:
Additional information was added to h4, h6, and h10: h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of large bore stopcocks have been unable to flush appropriately. This occurred during a bubble test, prior to patient use. There was resistance when attempting to flush through the devices. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.